Manufacturer narrative:
Additional devices listed in this report: cat # 502-11-58f, lot # 37913301, description: trident hemispherical cluster hole shell. Cat # 6260-9-036, lot # mltj5a, description: v40 cocr lfit head 36mm/-5. Cat # 6021-0435, lot # 41952705, description: accolade plus tmzf hip stem #4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that the (B)(6), male patient has undergone a revision of a right thr which was implanted on (B)(6) 2013. The patient presented with pain and the surgeon suspected infection and took a decision to revise. During the procedure there was no evidence of infection and the stem was in good condition. There is some damage to the trunnion due to explantation.

Manufacturer narrative:
An event regarding pain and infection involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: the articulating surface of the trident insert remained fixed within the tritanium hemi cluster hole shell. Burnishing and scratching were evident throughout the articulating surface. Burnishing is caused by adhesive/abrasive wear of the insert against the femoral component. Scratching is characterized by linear features produced by the plowing of asperities or third-body debris between the femoral component and the articulating surface of the insert. No remaining third-body debris was observed. Burnishing, scratching, and third-body damage are consistent with commonly identified damage modes in uhmwpe inserts. Abrasion was observed around an area of the distal rim. It is not possible to tell if the abrasion damage occurred in-vivo or during revision. Material analysis: there was no evidence of manufacturing or material defects on any of the device features examined. Medical records received and evaluation: the clinical consultant noted: from the indication for revision surgery, it was evident that infection was suspected which is quite consistent with the limited clinical information and imaging information. Given the available information, a diagnosis of deep joint infection is likely although without explicit proof from the available information. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot or sterile lot. Conclusions: a review of the event by a clinical consultant concluded: despite negative bacterial cultures, infection was still the most likely cause of failure and patient was treated as if infection was present which is the best approach under the given conditions. Infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that the (B)(6) year old, male patient has undergone a revision of a right thr which was implanted on (B)(6) 2013. The patient presented with pain and the surgeon suspected infection and took a decision to revise. During the procedure there was no evidence of infection and the stem was in good condition. There is some damage to the trunnion due to explantation.